Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a bilateral case of blurry vision and dry eye syndrome ten months post lasik procedure. Patient reported eyes feel ok, however still blurry in the left eye more so than the right. Reporter indicated patient is still being monitored. Upon follow up, reporter indicated the patient was placed on liftitegrast ophthalmic solution for dry eyes, and is currently being monitored. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause could be identified as the product was found to be within specifications. (B)(4).